Event description:
In 2008, the pt reported that she was attempting her first insulin cartridge change and she was not able to prime the infusion set. She then noticed an air bubble in the insulin cartridge and she removed the insulin cartridge from the infusion device. The plunger of the cartridge became stuck to the piston rod and the entire contents of the cartridge spilled into the infusion device. She was instructed to dry the cartridge compartment with a cotton swab and to switch to her backup infusion device. Upon f/u at about two days later, the pt stated that she was allowing the primary infusion device to air dry and she was still using her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.